Event description:
It was reported the patient had several periods of withdrawal than overdose then withdrawal. The patient was treated with bolus doses and an increased dose. They patient had their pump and catheter replaced. The reason for removal was noted to be "possible positional kink". Logs were noted to have reported a "low battery alarm occurring". The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump (sn (B)(4)) found no anomaly, the device functioned normally. Analysis of the catheter (j0058119r) found the catheter body had a hole related to non-standard/non-conformance.

Event description:
The hcp reported the pt had experienced several episodes of withdrawal and then overdose. The pt was treated with bolus doses of medication and increased dose. The pump and the catheter were explanted and replaced. The hcp reported a possible positional kink of the catheter.